Manufacturer narrative:
This model is not sold in the USA, therefore 510(k) is not applicable. (B)(4). This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the emea region reporting "the rotatable plug is leaky and the x-ring is deformed" involving pentax medical video colonoscope model ec-380fk2p, serial number (B)(4). The event was reported to occur in the operating room, before use. There was no report of death, serious injury or other significant/important medical event. The x-ring must be replaced as part of the service request. This event is FDA reportable due to the lack of information to justify that this event would not cause or contribute to a serious injury or other adverse event.